Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the stopper came off tube of the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure stopper and blood splashed on technician's cheek . No serious injury or medical intervention reported.